Event description:
It was reported that after having the device in place for seven days, it was noted the catheter did not lie in the sphincter in a "round" way. It was stated to have been flattened and the edges which developed, due to that flattening, caused bleeding fissures. It was also reported the device was removed from rectum.

Manufacturer narrative:
Based on the available info, this event is being reported as a serious injury. A review of the batch record and retain eval could not be performed without a lot number. A review of the complaint trend for the previous 12 months was performed and (B)(4) complaints were identified for this type of device. There is no indication of complaint trend based on this review. No nonconformance of corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below. Reported to the FDA on: (B)(4) 2014.